Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). During the incoming inspection, omsi found corrosion on the connector of the power supply board and malfunction of the power supply board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than four years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was attributed to an accidental failure in the power board of the subject device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device was turned off and on by itself and the image was not displayed on the subject device. There was no report of patient injury associated with the event.